Event description:
It was reported that during implantation, the lead, correctly positioned in the right atrium, showed high threshold and impedence values. We tried screwing it in, but the situation remained the same with very high impedance (>1900) and threshold (2.5vx1ms). It was then decided to change the position and test the lead in different positions without screwing it in. Impedence values were always high with a very difficult capture at high amplitudes values (10vx0.5ms). We extracted and analyzed the lead on the table, where we found a difficult and sudden screw extraction. The physician decided to change the lead. This time, although the threshold values were high (1.5 x 0.5ms) due to the poor conductive tissue following cardio-surgical operation, the lead had normal impedence value (800 ohm). The doctor would like to know if the screw was damaged during the first positioning of the lead and if it was the cause of the impendence problem.